Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Visual inspection and screening tests of the returned device were conducted in accordance with j&j medtech procedures. Visual analysis revealed a hole in the pebax material, and the helix and tip were found to be bent. No foreign material was observed. A tilt test was performed, and the degree of bending was found to be within specifications. The device was connected to the carto 3 system, where it was recognized correctly; however, error 106 appeared on the system. During the analysis, it was noted that there was no temperature and impedance displayed on the generator. The handle was opened and the continuity on the sensors, electrical wires and thermocouples was measured. Open circuits were identified in the tip area. Further inspection revealed an excessive amount of adhesive on the sensor wires. A manufacturing record evaluation was performed for the finished device 31404713l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The excessive adhesive on the wires could be related to the open circuit on the force sensor observed; however, this cannot be conclusively determined. The root cause of the excessive adhesive is traced to the manufacturing process. The root cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The potential cause of the open circuits on thermocouples and electrical wire, could not be established. The temperature, impedance, pebax damage, and tip bent issues are unrelated to the reported event. The carto 3 instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Also the IFU states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of j&j medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Internal corrective actions are being performed to optimize actions on devices with force sensor error and adhesive issues. Explanation of codes: investigation findings: manufacturing process problem identified (c16) and assembly problem identified (c1601) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (g0405201) and sensor (g03012) were selected as related to the excessive adhesive on the wires. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the open circuits that were identified in the tip area. Investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole that was found in the pebax material. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: cautery tip (g01002) were selected as related to the helix and tip that were found to be bent. Investigation findings: open circuit (c0205) / investigation conclusions: cause traced to manufacturing (d03) ) / component code: sensor (g03012) were selected as related to the open circuit on the force sensor. E 1. Initial reporter facility name (cont.): (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) ¿ paroxysmal procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax material. Initially, it was reported that error 106 alert code occurred after the catheter was plugged into carto and before first ablation (out-of-box failure). A second device was used to complete the operation. There was no adverse event reported on patient. The catheter was not used in patient. The force sensor error and out of box failure were assessed as non MDR reportable. The risk of patient harm is considered remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 27-jan-2025, a hole was observed on the pebax material. This was assessed as MDR reportable with an awareness date of 27-jan-2025.